Event description:
A malfunction was reported with a code displayed as malf 9, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur afterward. Customer may continue to use the pump.